Event description:
It was reported that the left ventricular (lv) lead was fractured. The lead was capped and a previously capped lv lead was plugged into the new device. During the procedure, there was varying and high impedance measurements through the device; however, impedance measurement was stable through the analyzer. The attempted device was removed and replaced. It was further reported that one day post implant there was an alert for high impedance on the lv lead and the right ventricular (rv) lead high voltage coil, but in-office testing provided normal impedance measurements. Several weeks later, the impedances were out of range again. The lv and rv leads remain in use but will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.